Manufacturer narrative:
Device analysis: the returned product consisted of a watchman access system (was) with the dilator in the sheath and blood in the device. The device was visually and microscopically inspected. Inspection of the hub, sheath and tip revealed multiple sheath kinks 14cm to 17.5cm distal of the strain relief. The tip was damaged as there was ptfe delaminating from the inner shaft wall. Analysis of the remainder of the device found no other damage or defects. Product analysis confirmed the reported event, as the sheath was kinked. Product analysis could not confirm the reported event of hematoma as clinical circumstances could not be replicated.

Event description:
Reportable based on analysis completed on 05jan2022. It was reported that the access sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. While trying to insert the access sheath into the patient, the sheath became kinked. The physician ended the procedure without implanting a closure device. However, returned device analysis revealed ptfe delamination from the inner shaft wall.